Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Customer used the usb cable and the computer to charge the pump. The customer¿s blood glucose level was 404 mg/dl.